Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock and chest pain was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump flows dropped and motor current ¿mc¿ went flat. Device was explanted to manage this complication. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported issue has been completed. The returned product was visually inspected and biomaterial was observed entraining the impeller. This report is being filed as part of a retrospective review of historical records.